Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose of 406 mg/dl. The customer's current blood glucose was 416 mg/dl. The customer stated that she had attempted to bolus for and got a bolus not delivered alarm. Assisted with bolus process and it delivered without issue. Ran a selftest. Test passed. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.